Manufacturer narrative:
B2: outcomes attributed to adverse event - updated. B5: describe event or problem - updated. H6: patient codes - updated.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. During the transcatheter aortic valve replacement (tavr) procedure, the subject developed lbbb. No diagnostic procedure was performed, and no action was taken for the event. At the time of reporting, the event was considered recovering/resolving. It was further reported that three (3) days post index procedure, the subject developed complete heart block. On the same day, a permanent dual chamber pacemaker was implanted successfully. At the time of reporting, the event was considered recovering/resolving.

Manufacturer narrative:
B5: describe event or problem - updated. B6: relevant tests/laboratory data - updated.

Event description:
Reprise IV study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. During the transcatheter aortic valve replacement (tavr) procedure, the subject developed lbbb. No diagnostic procedure was performed, and no action was taken for the event. At the time of reporting, the event was considered recovering/resolving it was further reported that three (3) days post index procedure, the subject developed complete heart block. On the same day, a permanent dual chamber pacemaker was implanted successfully. At the time of reporting, the event was considered recovering/resolving. It was further reported that the subject was under telemetry observation for the lbbb event. Four (4) days post index procedure, the subject was discharged on aspirin and clopidogrel.

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty (bav). No conduction disturbances were noted post bav. The aortic valve was treated with deployment of a 23 mm lotus edge valve. There was correct positioning of the single prosthetic heart valve into the proper anatomical location and neither repositioning nor retrieval was attempted. During the transcatheter aortic valve replacement (tavr) procedure, the subject developed lbbb. No diagnostic procedure was performed, and no action was taken for the event. At the time of reporting, the event was considered recovering/resolving.